Event description:
This lead was repositioned on (B)(6) 2012 due to high threshold readings. The lead remains actively implanted. There were no adverse events reported for the pt. Should add'l info be received, this file will be updated.

Manufacturer narrative:
On (B)(6) 2015. Per biosmart, this lead was explanted and replaced. Added the explant date. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.